Event description:
It was reported that during a da vinci hysterectomy procedure, wires broke on the endowrist one vessel sealer instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one of the snake wrist cables broken. The instrument could not be tested for functionality as a result. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable could likely cause or contribute to an adverse event if the failure mode were to recur.